Manufacturer narrative:
Manufacturer's investigation conclusion: review of the device history record for centrimag motor s/n (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The reported event of an m1 alarm upon powering the system on was not confirmed. The returned centrimag motor (serial number (B)(6)) was functionally tested by the ppe department and was found to perform as intended throughout all testing. Atypical events, including m1 alarms, were unable to be reproduced. Preventive maintenance was performed, and the motor was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during system setup, the customer noted an m1 motor alarm. No patient on support at the time of the alarm. This is the 1st time that the customer used this motor since the motor was recalibrated by abbott as part of the field corrective action (fca). The customer powered the system down and replaced the motor with an additional motor using the same console. The new console and motor combination powered up without a problem.